Event description:
During facial surgery to remove a mole, the customer reported the clinician was utilizing an 8 liters per minute (lpm) flow of oxygen in the presence of a cautery device. A fire reportedly occurred and the pt incurred second degree burns. The pt was removed from the anesthesia machine and the fire was extinguished. Burns were reported to the pt's face, top of her head, eyebrows, and eyelashes. The pt was transferred to a burn unit at another hospital. There is no allegation of equipment malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.